Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector on the lcd board. The insulin pump has cracked reservoir tube lip, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the buttons are sticking on the insulin pump. The patient's blood glucose at the time of incident was 203 mg/dl. The keypad issue occurred while the customer attempted to change the reservoir. The customer does not recall any significant events leading to the keypad issues. Troubleshooting was initiated for the keypad anomaly, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.